Event description:
After placing the padpak , the device blinks in green, as it should. However, a soft beep is heard every time the green light blinks. There was no patient involved in this event.

Manufacturer narrative:
The device history records for the sam 360p device was reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. The sam 360p passed ¿out qat¿ from heartsine technologies on the 26th november 2019. Upon receipt, the device was emitting a failure chirp while the green status led flashed, as per the reported fault. The measurements recorded would confirm a fault on the red status led, which had caused a reverse bias leakage current to beeper bp1.this had resulted in the reported fault of flashing green with chirp.the fault could not be replicated with a new membrane fitted to the device. This would confirm the reported fault had been caused by the failure of the red status led.

Event description:
After placing the padpak , the device blinks in green, as it should. However, a soft beep is heard every time the green light blinks. There was no patient involved in this event.